Event description:
It is reported that the device was explanted in 2008, due to eccentric poly wear. The liner became loose as there was superior wear. Implant date is unk.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Event problem evaluation summary: implant date is unk, and the time the components were in vivo is unk. The devices were not returned for evaluation. It s unk whether the eccentric liner wear occurred on the liner/shell interface and/or the liner/femoral head articulating surface. The mating femoral stem and acetabular components are unk, and the condition thereof is also unk. Pt height and weight are unk. Based on the above info and observations, the eccentric liner wear may have been due to one or a combination of the following mechanisms: micro-motion between the ploy liner and acetabular shell may have led to or expedited poly wear, the orientation of the mating components such as the acetabular shell and femoral head may have led to poly wear, pt weight, activity level, and activity type are also factors which may lead to poly wear. However, the exact cause can not be determined. Evaluation: results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened, zimmer, inc. Considers the investigation closed.